Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. Reprogramming was attempted, however, unsuccessful. The patient underwent a lead replacement procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well postoperatively. The explanted leads were not returned as they were kept by the medical facility.